Event description:
It was reported that the patient was implanted a cls cup generic on the right side on (B)(6) 1996. The patient was revised on (B)(6) 2002 due to loosening and metallosis. Additional information was received for (B)(6) (surgical report) and from that report we got the information of this case.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays. The surgical report was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .